Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm and damage to the black power cable was unable to be confirmed. The log files were reviewed, including events on 19feb2026, and all of the captured data appeared to show the system controller operating as intended. No low voltage alarms were active in the log files. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Provided information stated that rescue tape was applied to the black power cable where recommended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 - ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage alarms. Heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿, describe the various methods that can be used to power the system. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had low voltage alarm on (B)(6) 2026 morning. It was noted to have damage to black power cable. No other alarms were reported. Of note, the patient at this time was not on anticoagulation due to subdural bleeds. Rescue tap was applied on the damaged part of the cable. No low voltage events seen in the log files but did see some periods of persistent pulsatility index (pi) events throughout the log.